Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply in the mainframe was adjusted to increase the voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication error messages. No pt injury was reported.